Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she woke up this morning with a blood glucose of 564 mg/dl. Customer treated with a shot. Customer ran a manual prime last night to get rid of air bubbles. Customer changed her site last night. Customer knew the set was working because her blood glucose dropped down to 32 mg/dl. Customer does not feel that is a pump issue. Customer is working with her doctor to get the night rates straightened out. Customer stated that her site is bleeding a little bit. If her blood glucose goes high, customer changes sites. Customer stated that she had bent cannula issues in the past and that's why she thinks she had no delivery alarms. Customer stated that she usually takes her insulin straight from the fridge when she fills her reservoir. Customer was advised to wait until it reaches room temperature. Troubleshooting was performed and customer was advised that the pump was working as designed. Customer stated that the cannula was bent and had bubbles in it.